Manufacturer narrative:
The ball joint that seats into a receptacle on the shaft was broken off a few days after the procedure when or staff were testing it. With the ball joint broken off, there is no way to test the proper engagement of the ball end and the shaft. However, the deflecting function on the instrument that was involved was tested and found to be working. Another sample with a different mfg lot was evaluated and we found that when the ball end was not pushed into the shaft properly, it could come out of the shaft.